Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer gets stuck when trying to access it. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer was failed. The field service engineer (fse) replaced the drawer from the customer storage space until a new drawer was ordered and also added new module controller board to it. Once part received, the fse replaced the drawer with new one. The system functioned as intended after the field service engineer had repaired the device.